Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2014 to report a hardware failure the patient experienced on (B)(6) 2014. Patient's husband did not report any injury or medical intervention at the time of contact with dexcom technical support. Dexcom technical support advised patient's husband to reset the device on (B)(6) 2014.